Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker as the battery longevity had decreased from three years to two years remaining in approximately six months. Data analysis by boston scientific technical services (ts) noted that power consumption had been increasing over the past year. It was recommended that the device be replaced or reevaluated within 90 days. The device remains in service. No additional adverse patient effects were reported. Information was later received that this device was explanted and successfully replaced. This device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker as the battery longevity had decreased from three years to two years remaining in approximately six months. Data analysis by boston scientific technical services (ts) noted that power consumption had been increasing over the past year. It was recommended that the device be replaced or reevaluated within 90 days. Information was later received that this device was explanted and successfully replaced. This device has returned and analysis completed. No additional adverse patient effects were reported.